Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device: one stardrive screwdriver t15 (part number: 314.115, lot number: 4739913). The complaint condition is confirmed for the part. A visual inspection and drawing review were performed as part of this investigation. The returned part was determined to be suitable for their intended use when employed and maintained as recommended. The 314.115 stardrive screwdriver t15 is a common trauma instrument noted in 10 system technique guides including 3.5mm lcp distal tibia t-plates, small fragment lcp and titanium solid humeral nai. In each system the screwdriver is utilized for screw insertion. The returned device was examined and the complaint condition was able to be confirmed as the device was found to have cracked handle. Relevant drawings for the returned devices were reviewed: top-level, shaft, and handle. The design, materials and finishing processes were found to be appropriate for the intended use of this device. A root cause could not be definitively determined due to the unknown use and maintenance over the lifetime of each device during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot number 4739913. Manufacturer: (B)(4). Date of manufacture: mar 19, 2004. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection of a tray after the sterilization process, it was discovered that pieces of the stardrive screwdriver t15 handle had chipped off. There was no reported issue with the device prior to the post-sterilization inspection. There was no known patient or procedural involvement. This report is 1 of 1 for (B)(4).